Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? On what date did the implant take place? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was explanted.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2022. Photo analysis: an x-ray image of the device in vivo was returned: as per mso: the pa chest xray demonstrates a discontinuous linx device located below the diaphragm, presumably at the ge junction. Investigation summary: the device was explanted and returned for analysis: the visual analysis found that the returned 14-bead linx device had an exposed well ball paired with the washer trough hole of the adjacent bead. The affected washer through hole diameter was measured with computed tomography (CT) and is greater than the specification. The washer through hole showed an enlarged through hole at the failed link. The overall appearance of the surface of the washer didn't exhibit loss of shape. Top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball appears to be spherical and slightly off-axis with respect to the wire. The paired weld ball was found to be within specification. It is presumed that a certain geometric combination of the weld ball and the washer through hole resulted in the device separation in vivo. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device is within 2018 linx recall product bounding based on the implant year of 2017. Based on the implant year of 2017.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2022. D6a: exact date of implant unknown. Assumed first day of month and first month of year. Device was implanted in 2017. Linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the reason for removal of the linx device? Disrupted device with recurrent gerd symptoms. What was the date of implant? 2017. What symptoms lead to the discovery of the discontinuous device? When did they begin? Cough, shortness of breath, nausea; 2021. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. On (B)(6) 2021. What is the device lot number? I did not place the device and do not have the lot number. What is the product code? I do not know. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. No-patient moved out of state. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Device was removed and replaced with linx..